Event description:
As reported by staff on (B)(6) 2012: "two staff members were transferring a resident with a ceiling lift and a clip sling. While the resident was being lowered onto a chair, the clip became detached. Resident was only few inches above the chair and did not sustain any injuries."

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh on behalf of the MFR arjohuntleigh (B)(4). The eval of the device to date has been carried out by a rep of the MFR's (B)(4) division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.